Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that display anomaly. The customer¿s blood glucose level was 172 mg/dl. Customer stated that the pump was blank, replaced the battery and still it was blank. The customer declined troubleshooting for blank display. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instruction. The insulin pump will be returned for analysis.